Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her daughter had a low battery alarm after 2 days of use since the last change. The mother stated that they received multiple no delivery alarms from the pump. The customer stated that the battery did not meet the expected average battery life for battery type. The customer stated that they did not use rechargeable batteries. The customer was advised that the battery life is based on 44 units per day. The customer reviewed the alarm history and the insulin flow was stopped. The customer was advised to call back if the issue recurs. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was returned for power loss alarms, low battery alarms and error 25 was confirmed in the long trace; the power loss alarms after the error25. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. However, the insulin pump operating currents are within specification and passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with minor scratched lcd window. No unexpected insulin stopped alarms noted during testing.